Event description:
It was reported that there was normal eri (early replacement indicator). The lead fractured when removing from patient. The doctor wanted to know how much of the lead was left in patient and could the patient have an MRI. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of lead model 3889 3889-41 showed lead body conductor broken (overstress/damage); no significant anomaly. The conductors and the outer insulation are broken due to overstress damage in the tine area of the lead. The electrodes and 3 of the tines were not received. Also the connector portion of the lead was not received.

Manufacturer narrative:
Concomitant: product ID 3889-41, lot# v552343, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow up information received reported that the patient was doing well and had no complications. If further information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.